Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Customer's blood glucose was over 300 mg/dl. Customer continued to use the pump for insulin therapy.